Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical insulin pump error on their insulin pump. The customer's blood glucose level was 12.3 mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was present in the history and trace files due to a corroded force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a cracked lcd window on the top right corner, a missing display window cover, a pillowing keypad overlay, damaged keypad overlay texture, a cracked case on the battery tube area, cracked battery tube threads, a stained serial number label, a peeling end cap address label and severe corrosion in the battery tube. The pump was received with moisture damage on the motor assembly and all electronic assemblies.